Manufacturer narrative:
Device evaluated by MFR: the device was received in a generic plastic bag with its original pouch. The visual inspection was performed and the device presents a fracture located approximately at 183.3cm from the proximal end and a kink located approximately at 182.4cm from the proximal end. All outer diameter measurements are within the specification. According to the materials testing, analysis, and characterization (mtac) analysis, the failure occurred due to a tension overload in a welded zone. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci), guidewire breakage occurred. The pt2 wire was used for a pci of a right coronary artery (rca). Two non boston scientific stents were deployed with good angiographic result. On withdrawal of the wire the wire caught on the more distal stent. This caused the stent to deform. This also caused the guide catheter to move forward into the proximal stent causing this stent to deform. It was reported that the tip of the wire broke off and remained in the vessel. Two other stents were implanted to appose the deformed stents and jail the wire tip. The patient remained stable and no complication has been reported.

Event description:
It was reported that during a percutaneous coronary intervention (pci) guidewire breakage occurred. The pt2 wire was used for a pci of a right coronary artery (rca). Two non boston scientific stents were deployed with good angiographic result. On withdrawal of the wire the wire caught on the more distal stent. This caused the stent to deform. This also caused the guide catheter to move forward into the proximal stent causing this stent to deform. It was reported that the tip of the wire broke off and remained in the vessel. Two other stents were implanted to appose the deformed stents and jail the wire tip. The patient remained stable and no complication has been reported.